Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the intraocular lens (iol) had a "lip" on the side of the lens. The protective lens case appeared to have been pushed down at an angle which is believed to have caused the "lip" on the lens. The iol made contact with the patient; however, a back-up lens was used to complete the procedure. There was no reported patient harm.